Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected battery power loss. The customer¿s blood glucose level was unknown. The customer also stated that they did not receive a low battery alert prior to the replace battery alert. The customer also stated that this is the second occurrence of replace battery alert without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. No unexpected replace battery now alarm or power loss alarm noted during testing. Pump error 25 due to connector resistance issue.